Manufacturer narrative:
1 x zebd-7-12 of lot number c1695490 was not available for return to cirl. Prior to distribution all zebd-7-12 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-12 of lot number c1695490 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1695490. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. A definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened with the pigtail straightener. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Prior to contact a wire guide, when the user tried to straighten zebd-7-12/ lot c1695490 with the straightener, the stent kinked even though the user did not apply excessive force. Another stent was used instead. This follow up MDR report is being submitted due to the investigation being completed.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Prior to contact a wire guide, when the user tried to straighten zebd-7-12/ lot c1695490 with the straightener, the stent kinked even though the user did not apply excessive force. Another stent was used instead.